Event description:
On (B)(6) 2013 the user facility performed a revision surgery to remove three revo anchors that had originally been implanted in 2004 during an arthroscopic shoulder (slap) repair procedure. The reason for removal was due to the anchors "sitting up slightly". Information on the original surgery was not available. However, the report did indicate that the 3 implants were never originally inserted flushed and they may have been impinging in some way. During removal of the 1st anchor using a c6127 revo remover, the head of the anchor broke off and was lodged in the remover. The user facility was unable to remove the broken part from the instrument and subsequently the remover was disposed of. Without a back-up revo remover, the surgeon converted to a mini open procedure and cut the remainder of the 1st anchor until it was flush with the bone. On the second anchor the surgeon tapped it down until it was flush, the 3rd anchor could not be located, which was left in place. The revision surgery was completed with no further complaints or adverse effect on the patient. There was no suggestion that the remover failed to perform as intended or that there was anything wrong with the anchors.

Manufacturer narrative:
As reported, the remover and the anchors are not expected for evaluation, as part of the removed implant and the remover were discarded and the other two implants remained in place. A review of the device history record cannot be performed, as the lot # was not provided. However, based on received information the anchors were originally implanted in 2004. A two-year review of the complaint history for this device shows of (B)(4) units sold, there are no similar complaints, and there have been no reports of serious injury or death related to this device. In addition, other than the surgeon's decision to remove the anchors because they were never inserted flush during the original surgery, there was no suggestion that the revo remover failed to perform as intended or that there was anything wrong with the anchors performance. The risk of post-operative complication after a surgical procedure always exists. The instruction for use for this device provides the following warnings: all implant devices used for these surgical procedures should have the same chemical composition. This reduces the possibility of galvanic corrosion or other metallic reactions. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Implant removal should be followed by adequate postoperative management. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in successful utilization of this device. As reported, this event did not involve a product problem indicating a nonconformity, adverse trend or unanticipated hazard. Device was discarded at user facility.